Event description:
It was reported that this right ventricular (rv) lead demonstrated a gradual increase in pacing impedance, rising from the 800 ohms range to approximately 1200 ohms as of january. Although no adverse patient effects have been reported, the physician requested that alerts be adjusted to trigger only if impedance exceeds 1500 ohms. However, technical services advised that the lowest programmable alert threshold for high impedance is 2000 ohms. The lead remains in service and will continue to be monitored.

Manufacturer narrative:
This product remains implanted and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this product met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead demonstrated a gradual increase in pacing impedance, rising from the 800-ohm range to approximately 1200 ohms as of january. Although no adverse patient effects have been reported, the physician requested that alerts be adjusted to trigger only if impedance exceeds 1500 ohms. However, technical services advised that the lowest programmable alert threshold for high impedance is 2000 ohms. The lead remains in service and will continue to be monitored.